Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the person with diabetes (pwd) had a ¿line blocked¿ alarm. Upon inspection, the pwd discovered that the tubing had not been fully clicked into the cleo 90 infusion site and then secured it properly. The cps representative guided him to acknowledge the alarm, resume insulin delivery, clear it using the current cassette (not an ICU medical product), disconnect from the infusion site, and follow the steps to reconnect ensuring that the tubing clicked properly into place after the pump self-test. The cps representative confirmed that the pwd did not require emergency medical assistance. At the beginning of the call, the pwd¿s glucose reading on halo was 258 mg per dl, and at the end of the call, it was 256 mg per dl. There was no patient injury. Patient details were provided: the patient is a non-hispanic/latino, white male born on (B)(6) 1948.